Manufacturer narrative:
Additional narrative: a product development evaluation was completed: one ria driveshaft (314.743) was returned. The driveshaft shows signs of light use but is not broken in any way. The driveshaft did not malfunction or fail. The complaint is that the tube assembly (314.746s) broke. The tube assembly was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient has been treated multiple times for a mid-shaft tibia fracture, resulting in a occluded intramedullary (im) canal. The patient developed osteomyelitis, and the surgeon decided to use reamer irrigation aspirator (ria) to help open the occluded im canal. After successfully reaming, the connection between end of the tube assembly broke while removing the ria shaft. The end of the tube assembly and reamer head remained on the ball tip guide wire, which was removed without issue. The procedure was successfully completed with no patient injury. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was performed. (B)(4) manufactured the drive shaft assembly for ria, p/n 314.743, and lot #7312609 on po #1528185, for (B)(4) pieces delivered september 19, 2013. Initially, the part conformed to the supplier¿s certificate of conformance, dated september 16, 2013, and synthes final inspection sheet # (B)(4), revision ¿m¿. The parts were released to the warehouse on september 24, 2013. There were no material review records, nonconformance reports, or complaint related issues with this lot the drive shaft assembly for ria was made to the synthes drawing p/n 314.741, revision ¿k¿, released on march 29, 2011. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.